Event description:
Reporter alleged obtaining discrepant blood glucose results of hi (greater than 600 mg/dl) back to back with a result of 205 mg/dl taken at 11:47 pm on the compact plus system. Reporter changed to a different test strip drum of the same lot number, and on the same system and obtained more discrepant blood glucose readings. It was stated the readings on the new test strip drum were 449 mg/dl and 163 mg/dl both at 11:50 pm, 126 mg/dl at 11:55 pm, 80 mg/dl at 11:59 pm, 152 mg/dl at 12:09 am, and 169 mg/dl at 12:10 am. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.